Event description:
It was reported that a system diagnostic test on (B) (6) 2009 revealed high lead impedance. No prior diagnostics are available, so it is unk when the high impedance started. Pt stated she had a fall back in (B) (6) 2009 that may have contributed. Pt's device was disabled and pt was referred for surgical consult.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.